Event description:
The thoracic pedicle feeler was sent for evaluation due to the screw falling out during a procedure. It was confirmed that the screw did not come into contact with the surgical site. The case was completed successfully without any procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
The complaint was confirmed. Based on the investigation results it was evident that one screw was missing. During investigation it could not be determined why the screw was missing. It was also observed that the front button was sticking due to the fact that a set screw was too deep in the housing. It is possible that the set screw loosened during usage (e.g. Due to vibration).

Event description:
The thoracic pedicle feeler was sent for evaluation due to the screw falling out during a procedure. It was confirmed that the screw did not come into contact with the surgical site. The case was completed successfully without any procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.